Manufacturer narrative:
A review of the patient data file confirmed the customer-reported issue of an emergency battery error alarm. Per investigation testing procedure, the companion 2 driver was connected to ac power for a minimum of 1 hour to allow time for the emergency battery to charge above the 80% state of charge level. During testing, the driver functioned as intended and passed all requirements with no emergency battery error alarms displayed. Additionally, the emergency battery was further tested independently and found to function as intended and met all specifications. The root cause of the reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4826 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the device was not in patient use. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited an emergency battery error alarm.